Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a mechanical thrombectomy procedure to remove a clot from the right m1 middle cerebral artery (mca) using the subject device, an embolization to new right a2 anterior cerebral artery (aca) territory occurred. The a2-aca thrombus was removed using a non-stryker retrieval device and the patient was given thrombolytic medications. The reported event was related to the subject device and the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during a mechanical thrombectomy procedure to remove a clot from the right m1 middle cerebral artery (mca) using the subject device, an embolization to new right a2 anterior cerebral artery (aca) territory occurred. The a2-aca thrombus was removed using a non-stryker retrieval device and the patient was given thrombolytic medications. The reported event was related to the subject device and the procedure.